Event description:
Clinical study. Same case as # 6000093-2005-00355. 3 days after a coronary artery drug eluting stenting procedure the pt experienced a reintervention. The lesion being treated was a 2.5mm 99% stenosed mid left anterior descending (mid lad) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.50x24mm drug eluting stent in the mid lad. A dissection occurred distal to the lesion. There was reported to be a visible thrombi that was treated at the site. The next lesion being treated was a 2.5mm 99% stenosed distal left anterior descending (dist lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.50x20mm drug eluting stent in the dist lad. It was reported that there was a thrombus present. In 2005 a reintervention occured. The mid lad had a reintervention and an express2 bare metal stent was placed. The pt was discharged in the 2nd day on plavix and aspirin. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable". In the opinion of the physician there was "no restenosis".